Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The damaged hand switch was returned and the issue was resolved. The system was returned to an operational condition. The system passed a system checkout. The hand switch was returned to the manufacturer for analysis. Visual inspection noted the hand switch cable is very stretched. Functional testing found that there was intermittent drop out when the 3d button was pushed. Due to this find the failure was determined to be reportable.

Event description:
Medtronic received information regarding an imaging device. It was reported that there was damaged hand switch. There was no patient present. No complications were reported/anticipated. The hand-switch was analyzed by the manufacturer on 7/23/2018, and was determined that it needed to be reported to the u.s. Food & drug administration (FDA).